Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer has been receiving sensor alarms on their insulin pump. The patient's blood glucose was ranging from 106 to126 mg/d at the time of the call. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The sensor may have been damaged or bent. The customer was sent a new sensors. The customer called back to trouble shoot the sensor and found that the sensor electrode broke in his body. The customer was advised to try to take the piece out of the body with tweezers or to see a medical doctor to help them remove the broken piece from the body. No further information was provided.

Manufacturer narrative:
Reliability analysis inspected two opened/used enlite sensors and performed visual inspection. Found one of two sensors with a needle bent inside the sensor base. Unable to confirm that the customer received the sensor in said condition due to the product being returned open. One remaining sensor failed per specification with low readings. The cannula was also bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.